Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/pain"), pelvic inflammatory disease ("pid") and genital haemorrhage ("gen. Abnormal. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of trichomonal vaginitis, chlamydia trachomatis infection and bacterial vaginosis. Concurrent conditions were listed as vaginal discharge and prolonged menses. Concomitant products included mirena (levonorgestrel) for contraception from (B)(6) 2012 to (B)(6) 2014, nsaids since (B)(6) 2012 and albuterol sulfate (salbutamol sulfate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was hospitalised from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (salpingectomy . (Bilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The outcomes for pelvic inflammatory disease, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff received treatment for gen. Abnormal bleeding discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepant information regarding date of removal-previously reported (B)(6) 2015 and now in current pfs did not undergo removal. Current weight 97 lbs. Date(s) of insertion: (B)(6) 2016 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2019 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kg. [Hysterosalpingogram] (date unknown): essure device was successfully occluded [imaging procedure] (date unknown): result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/pain"), pelvic inflammatory disease ("pid") and genital haemorrhage ("gen. Abnormal. Bleed") in a 21 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of trichomonal vaginitis, chlamydia trachomatis infection and bacterial vaginosis. Concurrent conditions were listed as vaginal discharge and prolonged menses. Concomitant products included mirena (levonorgestrel) for contraception from (B)(6) -2012 to (B)(6) 2014, nsaids since december 2012 and albuterol sulfate (salbutamol sulfate). On (B)(6) 2012, the patient had essure inserted. In(B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was hospitalised from (B)(6) 2014. The patient was treated with surgery (essure removal via salpingectomy(bilateral) and hysterectomy - uterus). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The outcomes for pelvic inflammatory disease, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff received treatment for gen. Abnormal bleeding discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepant information regarding date of removal-previously reported 07-aug-2015 and now in current pfs did not undergo removal. Current weight 97 lbs. Date(s) of insertion: (B)(6) 2016 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2019 (as per pif discrepancy noted). On follow-up (B)(6) 2023 essure start and stop date discrepancy (B)(6) 2012 or (B)(6) 2016 , (B)(6) 2015 or 0 (B)(6) 2019, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kg. [Hysterosalpingogram] (date unknown): essure device was successfully occluded [imaging procedure] (date unknown): result not provided concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/pain"), pelvic inflammatory disease ("pid") and genital haemorrhage ("gen. Abnormal. Bleed") in a 21 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of trichomonal vaginitis, chlamydia trachomatis infection and bacterial vaginosis. Concurrent conditions were listed as vaginal discharge and prolonged menses. Concomitant products included mirena (levonorgestrel) for contraception from (B)(6) 2012 to (B)(6) 2014, nsaids since (B)(6) 2012 and albuterol sulfate (salbutamol sulfate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was hospitalised from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (essure removal via salpingectomy(bilateral) and hysterectomy - uterus). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The outcomes for pelvic inflammatory disease, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff received treatment for gen. Abnormal bleeding discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepant information regarding date of removal-previously reported (B)(6) 2015 and now in current pfs did not undergo removal. Current weight 97 lbs. Date(s) of insertion: (B)(6) 2016 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2019 (as per pif discrepancy noted). On follow-up (B)(6) 2023 essure start and stop date discrepancy (B)(6) 2012 or (B)(6) 2016 , (B)(6) 2015 or (B)(6) 2019, respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kg. [Hysterosalpingogram] (date unknown): essure device was successfully occluded [imaging procedure] (date unknown): result not provided concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new lawyer's reporter, hysterectomy - uterus added in the non-drug treatment notes as complement, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/pain'), pelvic inflammatory disease ('pid') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, chlamydia trachomatis infection and trichomonal vaginitis. Concurrent conditions included prolonged menses and vaginal discharge. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2014 for contraception as well as nsaids since (B)(6) 2012 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for gen. Abnormal bleeding. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepant information regarding date of removal-previously reported (B)(6) 2015 and now in current pfs did not undergo removal. Current weight 97 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish. Event per mr: pid. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: gen. Abnormal bleeding, abdominal pain, psych injury, bladder problems and urinary problems. Outcome for events pelvic pain, gen. Abnormal bleeding, abdominal pain, bladder problems and urinary problems were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.